Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was a mechanical thrombectomy of middle cerebral artery, m1 segment to treat acute ischemic stroke. An emboguard 87, 95 cm balloon catheter (product code: bg8795u, lot number: 9968236) a cereglide 71 intermediate catheter and embotrap 5x37 stent retriever were used. After positioning the emboguard just below the petrous segment, the cereglide 71 was inserted. The emboguard was pulled back to the aorta during delivery of the cereglide 71. The cereglide 71 also could not be advanced distal to the ophthalmic artery, and the entire system was withdrawn. Upon inspection outside the patient¿s body, the emboguard was found to be flattened over approximately 3 cm proximal to the balloon segment. The emboguard was replaced with an optimo balloon catheter. Thereafter, thrombectomy was performed using the stent retriever alone. Recanalization was achieved in 1 pass, and the procedure was completed. The devices were used according to the instructions for use (IFU). There was no negative impact to the patient. A continuous flush was done. Additional even information received on 20-may-2026 indicated that there was no patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. The devices were removed from the patient without the need for additional intervention. It was necessary to remove the concomitant devices with the complaint device. There were no device fragments that remained in the patient. No follow-up interventions are required. The inner pouch was securely sealed. There was no evidence of device contamination. No foreign material was found. Additional information received on 21-may-2026 indicated that the vessel course distal to the aorta (ao) was highly tortuous. No excessive force was applied to the device. The device was inspected for damage prior to use, no issues were found. There was a delay due to the need to repeat the procedure after the emboguard dislodged into the ao. The concomitant devices did not function as expected. The product code and lot number are not available.